Event description:
It was reported to philips that the system unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. Upon troubleshooting, fse found an issue with the hard disk. To resolve the issue, fse replaced the hard disk, reinstalled the system software and recreated the image store. After the replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.